Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The needle mechanism did not fully deploy as intended during activation. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for less than an hour. Symptoms reported include dehydration and hyperglycemia. The patient was treated with IV fluids and did lab work.